Event description:
A caller reported a power source alert 07 and initially experienced issues with charging. There was no reported impact to the customer¿s blood glucose level as the caller declined to provide specific information. Once the charging cable was plugged into a wall adapter, the pump began charging, and no further assistance was needed.